Manufacturer narrative:
(B)(4)

Event description:
Additional review clarified that the previously reported "pump reading was 3.1 mg but there was nothing in the pump" refers to the expected residual volume was 3.1 ml but the pump was empty.

Event description:
It was reported the patient was looking for a new healthcare professional (hcp) because the patient would show up to her refill and the hcp would not be there. The patient thought she needed a new pump. It was reported the patient had registered empty 2 times and the patient wanted a new pump. The first time the pump was empty, the patient did not hear the alarm. It was unknown when this had occurred. The second time was on (B)(6). The patient could hear the alarm when she laid down on the table. The pump readings showed "3.1 mg" but there was nothing in the pump. The hcp put in 10cc of fluid and aspirated 10ml of fluid. The pump was reported to be infusing hydrocodone and also noted to be unknown.

Event description:
It was reported at the patients refill in (B)(6) 2014, the pump was interrogated and according to the data, the reservoir volume was 3.4 ml. The healthcare professional (hcp) was only able to aspirate 1.5 ml out of the pump. The pump was reprogrammed for a lower dose.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).